Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported "the site rite 8 ultrasound machine it is not giving a good quality picture. We have tried different settings and copied the settings from our old machine but still the picture quality is poor, if we compare it to our old machine they are miles different."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the image is not clear was unconfirmed. The probe was evaluated and displays an acceptable image quality. There is no root cause due to the reported issue being unconfirmed.

Event description:
It was reported "the site rite 8 ultrasound machine it is not giving a good quality picture. We have tried different settings and copied the settings from our old machine but still the picture quality is poor, if we compare it to our old machine they are miles different."